Event description:
According to the literature, a retrospective study assessed one anastomosis gastric bypass (oagb) as a revisional surgery after failed vertical banded gastroplasty (vbg). In all 71 procedures performed between february 2014 and february 2020, a green stapler was used to create the gastric pouch. One patient (1.4%) developed an anastomotic stricture following surgery, which was treated with upper gi endoscopy and balloon dilatation. This complication was classified as a serious injury. Other postoperative events included bleeding, leakage, abscess, wound infection, bile reflux, gastric ulcer, and hernia.

Manufacturer narrative:
D10 concomitant product: 030458 endo gia r/or 60 3.5mm (lot#: unknown) 030458 endo gia r/or 60 3.5mm (lot#: unknown) 030459 endo gia r/or 60 4.8mm (lot#: unknown) elghadban, h., shoma, a., abdallah, e., negm, a., abdullah, e., hamed, h., ghareeb, s., lotfy, a., and taki-eldin, a. Laparoscopic one anastomosis gastric bypass as a revisional procedure after failed vertical banded gastroplasty: our center experience. Journal of obesity, volume 2025, article ID 4161005, https://doi.org/10.1155/jobe/4161005; pages 1-8 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.